Event description:
It was reported that the subject device had a black dot on the image. The issue was found at preparation for use for an unspecified procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. In addition, the following reportable malfunctions were identified during the device evaluation: minor scratches on distal edge, broken objective lens and video connector is cracked on the side. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a black dot on the image. The issue was found at preparation for use for an unspecified procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.